Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had display anomaly. The customer's blood glucose was 8.3 mmol/l. It was reported that sometimes the keys of the insulin pump were frozen and a black screen appears, after several seconds they were responding again. Also some crashes in the housing of the insulin pump. The product will be returned for analysis.

Manufacturer narrative:
Device passed displacement test; it failed self test returning a pump error 63. No frozen screens, stuck buttons or keypad anomalies were noted during testing. All buttons were tested while navigating the menus, and they all worked properly. Pump error 63 is confirmed in the formatted history file due to a loose connection or a cold solder joint at keypad assembly. No unexpected audio/vibrate anomaly/absence of alarms were noted during testing. Device received with a crack on the battery tube which extends to the top where the battery threads are located.